Manufacturer narrative:
(B)(4). The investigation is still in progress.

Event description:
Summary of claimant's attorney's allegations: it is alleged that on (B)(6) 2010 the patient was involved in a motor vehicle accident. On (B)(6) 2010, the patient underwent prophylactic placement of a cook celect inferior vena cava. On (B)(6) 2011, the physicians attempted to retrieve the ivc filter from the patient's inferior vena cava. Due to migration of the filter, the physician's were not able to retrieve the filter. On (B)(6) 2011, the patient underwent an ir interventional vascular procedure at the (B)(6) medical center. During the procedure, the physicians detected significant thrombus within the inferior vena cava and proximal right common iliac vein. As a result of the blood clots, the physicians were not able to retrieve the filter. In mid (B)(6) 2011, the patient began experiencing pain and discomfort in the area of her abdomen. On (B)(6) 2011, the patient was examined by her family physician. The patient's physician ordered a CT of the patient's abdomen. CT findings reflected that the ivc filter prongs had extended beyond the patient's inferior vena cava and had invaded her duodenum. On (B)(6) 2011, the patient was taken to the (B)(6) emergency department. On (B)(6) 2011, the patient underwent surgery to remove the filter and to repair the perforated duodenum. It is alleged that the patient suffered temporary and permanent physical injuries.